Event description:
It was reported that during a spinal cord stimulator (scs) revision procedure, the patient could not settle down after being administered with anesthesia. The scs procedure patient was cancelled, and the patient was sent to a different hospital.